Event description:
It was reported that during a posterior lumbar fusion procedure, the bur broke. It was also reported that there was no adverse consequences or delays as a result of this event. It was further reported another bur was available to complete the procedure.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120952, lot number: 11238.